Event description:
It was reported that the customer changed the battery in the insulin pump and received a round circle on the screen afterwards. The customer stated that the reservoir was empty. The customer stated that he was filling the insulin pump up when the issue occurred. The customer's blood glucose was unknown. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she had received an unexpected restart alarm as well as an external ram crc error alarm. The customer stated that the alarm was not recurring during normal insulin pump use. Explained to customer that the insulin pump experienced an unexpected restart. Advised customer to monitor the insulin pump and call if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.